Event description:
Complainant alleged that while attempting to confirm asystole in a deceased patient (age and gender unk), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient was expired.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.